Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not evaluated.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was not impacted. Reportedly, the customer declined troubleshooting with tandem's technical support.